Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 4,000 mcg/ml fentanyl at 1,200 mcg/day. It was reported that "probably a year" maybe longer (the patient was unable to confirm the year for certain but thinks maybe 2019 and that it's gotten worse over the last year), he has been noting about 3 times the expected amount of medication has been pulled out of the pump at each refill. Sometimes refills are about a week before the alarm date, and his most recent refill was 2 days ago which was only a day before the alarm was scheduled. Caller mentioned he was supposed to have 2.7ml in pump and just provided the blanket statement that 3x the expected amount of drug is usually leftover (also reported as 9ml). The patient sees his local family doctor for refills (uses 8840), but the actual managing doctor who the patient discusses therapy with uses a tablet. His family doctor has shown concern, and the patient has called his managing doctor too. They performed a test to check for granuloma, results were no granuloma. They called the managing doctor again and was redirected to call the manufacturer about it. It was confirmed that they have noticed not having as good of pain coverage coinciding with this event. The patient commented that it's never really been very good, but later clarified that his coverage now is not being covered like it was before, indicating he did have pain coverage before. He also takes oral medications but did not provide names. It was also reported that there has been no change his therapy the pump is working but he also takes po pain medications. They were not taking more systemics now. They discussed checking the pump logs and alarms to rule out motor stalls, discussed catheter imaging (x-ray, MRI) and or dye study. Discussed compounding and amount of ml's actually refilling with. Prior to this event, there were times he had morphine or dilaudid in the pump but not related to this event. There were no further complications reported/anticipated.